Event description:
Revision surgery - conversion to rsp.

Manufacturer narrative:
Correction: date received by manufacturer. Entered on initial medical device report (MDR) as 6 feb 2015, it should be 6 april 2015. Initial MDR was sent via (B)(6) on 22 april 2015.

Manufacturer narrative:
The reason for this revision surgery was reported as a conversion to a reverse shoulder prosthesis. The length of in vivo service was almost 7 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 20 prior complaints reported against this part; summary of investigations: 3 functional, 1 revision surgery , 2 dislocation, 2 infection, 3 trauma, 9 stability/poor joint. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause for the conversion. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.